Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The pott scissors instrument was analyzed and found to have both blade(s) bent at the tip. Bend point is located approximately 0.91mm from the tip of the blade. The blades are able to fully close as a result of the bending. Cut performance is not negatively impacted due to the bending. Common causes of the failure mode bent instrument blades are attributed to damage during use, as moderate misalignment of tips may result from attempting to grasp either hard tissue/objects or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause bending. Correction to section d: primary product batch/lot number was updated to k10230720 0010.

Event description:
Refer to h11 for follow-up information.